Event description:
The customer reported via social media that she needed assistance with inserting the sensor. The customer stated she was unable to connect the sensor, one of the parts is defective and the needle was off. The customer stated during the initial insertion she bled and now has a bruise. The customer during another insertion, she was unable to get the sensor to hook up to the insulin pump and it's when the needle came off. The customer was unsure if the insulin pump had alarmed or not. It was confirmed in the alarm history that the customer did received a lost sensor alarm. The customer was assisted with inserting the sensor properly. However, during the troubleshooting the customer stated the needle was bent. The customer's blood glucose reading was 205mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.